Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The patient was restarted on aranesp. No other medical intervention was required. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
An unidentified alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed in a timely manner, resulting in an estimated blood loss of 190cc. The patient was restarted on aranesp after the blood loss event. No other medical intervention was required.